Manufacturer narrative:
A medtronic representative, following-up, reported the umbilical cable was replaced. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. (B)(4) 2014 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended.

Event description:
A site representative, radiographic technologist (rt), reported that while in a spine procedure, the o-arm 1000 imaging system mobile viewing system (mvs) displayed an error message upon boot-up: an error has occurred that may have damaged the systems database, please contact medtronic technical services. In trouble-shooting, the rt re-booted the imaging system without resolving the issue. Re-naming one of the back-up files to be the current file and re-booting the mvs also did not restore normal function. After a one-hour delay, the surgeon opted to discontinue the use of the imaging system to complete the procedure. There was no impact on patient outcome.